Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a battery life issue was not duplicated during investigation as the black box data from the date of the complaint has been overwritten. Current black box showed no evidence of battery life issue. No damages were found to the returned battery cap. It was able to carefully attach to the pump and to power it on. The electrical current draws measured within specifications. Upon removal of the pump cover, there was no evidence of internal moisture or loose components identified inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.